Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging recurring pneumonia. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Additional information: the philips clinical expert revised the analysists to state that a serious injury did not occur. Section b was changed from adverse event to product problem. 2.was a serious injury reported or alleged to have occurred? No - this record was reviewed by the pms clinical expert due to allegations of recurring pneumonia. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce these events as serious injury, as defined in 21 cfr 803.3(w). Nor is there any report of medical intervention required or received to specifically preclude a life-threatening injury or permanent impairment.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging recurring pneumonia. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.